Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "dr. Had difficulty trying to retrieve an ivc filter. He used both the cloversnare set and the gunther tulip set without success. There is a long straight piece in the 11fr kit". Additional information received 07aug2019 from doctor: "some skin over the filter that made it difficult to retrieve". Additional information received 12aug2019: "I know that it was a celect filter which was still in the patient when finished in i.r". Patient outcome: filter still inside patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: complaint was reopened for investigation, as imaging was provided and reviewed. The exact indication for ivc filter placement, nor the dwell time, were clearly included in the complaint report as the filter was placed at a different institution from where the retrieval was attempted. Multiple digitally subtracted images from attempted ivc filter removal, demonstrates access via a jugular approach with retrieval sheath initially positioned just cranial to the celect platinum ivc filter. A venogram is performed demonstrating reflux of contrast into both the right and left renal veins. The ivc at the level of the filter is faintly opacified with contrast and there are no significant filling defects appreciated within the cone of the ivc filter. Relative to the center line of the ivc, the ivc filter demonstrates 1.5° of leftward tilt and appears centered within the ivc on this projection. The maximal distance between the primary filter feet measures approximately 25 mm. On a slightly different projection now with an mpa catheter located caudal to the ivc filter, there is penetration of at least one of the primary filter legs extending approximately 5 mm outside of the column of contrast. The remaining primary and secondary filter legs all appear to project in the column of contrast. The remaining images do not contain IV contrast, just interval manipulation of the mpa catheter in various positions just cranial to the ivc filter. There are no filter fractures present. Despite the appearance of the filter on this projection, per the complaint report, the physician was unable to engage the hook of the ivc filter using both a cloversnare set as well as the gunther tulip retrieval set. This was attributed to "some skin over the filter that made it difficult to retrieve". This is likely in reference to endothelialization of the hook of the ivc filter, which although not appreciated on this projection, may have a degree of anterior/posterior tilt resulting in the hook of the filter to contact with the wall of the ivc. Unfortunately, the dwell time was not included on the information provided for the complaint report, and on the images submitted a significant tilt cannot be appreciated. There is a mild penetration present and unfortunately the cause of penetration, at this point, is indeterminate. Despite being endothelialized, there are several advanced techniques, routinely used to retrieve filters in this situation, none of which were described in the complaint report. It is noted that the filter may be retrieved and that cook is to be contacted on that occasion. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that the filter could not be retrieved, due to "some skin over the filter". The filter remained in the patient and no harm was reported. The filter rpn is unknown, but igtcfs-65-2-uni-celect-pt is the only filter rpn distributed to the reporting hospital during the past three years. Unfortunately, no product was returned and no imaging was provided and despite several attempts additional information could not be obtained. Therefore, based on limited information received it would be inappropriate to speculate at what may or may not have caused the difficulties in retrieving the filter. The dwell time of the filter was believed to be approximately one month, but it is noted that the filter "was very tilted" and that the physician considered the difficulties caused by "some skin over the filter". Also, it is noted that the filter remained in the patient and therefore the complaint will be reopened, in case additional information or imaging should be provided at a later stage. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks / benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk / benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 21nov2019: "as far as the physician remembers, the patient was admitted to the hospital following a road traffic accident. She then had to be transferred to another hospital for pelvic surgery and this is where the celect pt was implanted. Later she returned to the first hospital where the physician tried to retrieve the filter. The filter was very tilted and he couldn¿t direct the cloversnare or gtrs to the tip of the filter in order to retrieve it". Patient outcome: "physician may retrieve the filter in the future".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. PMA/510(k): k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.